Manufacturer narrative:
Review of the mfg and qc records for this lot of product. The mfg and qc records found no deviations from spec. The eval of the returned product confirmed that the sheath separated from the hub. The proximal end of the sheath had necked down around the plunger to the point that it was locked into position. A plug was wedged inside the distal end of the sheath, and the tip was saturated with blood. About halfway down the sheath was a large buckle on one side. Since the plug was still completely inside the sheath after failure, the plug was not delivered as stated in the complaint. The complaint states that there was a 5 second pause before retraction of the hub was begun. During or at the conclusion of this pause, the angle at which the hand was held changed by shifting the surgeon's hand or repositioning the application of occlusive pressure. The sheath was now bent at it's only unsupported point. When the hub was withdrawn, the sheath was dragged across the tip of the plunger creating the distinctive buckle. This friction stretched the sheath and strained the hub interface until failure occurred. The plug was locked into the sheath by the partial collapse of the sheath ID around the buckle.

Event description:
This info was reported by a clinical education specialist. Vasoseal was used following a diagnostic catheterization procedure. The first collagen plug was delivered to the vessel without incident. The physician maintained forward pressure on the plunger, and was met with resistance when he attempted to retract the wings of the sheath. It was at this time that the sheath separation occurred. The sheath was removed from the pt's groin and the first collagen plug was stuck in the sheath. Manual compression was applied to reach hemostasis.